Manufacturer narrative:
E.1. (B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #:3023941. D.4. Medical device expiration date: 31-jan-2025. H.4. Device manufacture date: 23-jan-2023. D.4. Medical device lot #:3250836. D.4. Medical device expiration date:31-aug-2025. H.4. Device manufacture date: 07-sep-2023. H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples of each lot from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the tubes were underfilling. There was no report of impact to the patient or user.